Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that while advancing an impella cp during delivery, the inserted guidewire pulled back across the aortic valve. The devices were removed and access was reobtained with a new .018 guidewire. The impella cp implant was successful upon reinsertion. However, a placement signal not reliable alarm appeared on startup. The waveform was said to be dashed out at the time of the alarm. No intervention was required and support was continued uninterrupted. There was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue and delivery issues has been completed. The impella device was not returned for evaluation. Pump was not returned for investigation. Data log shows the placement signal not reliable (psnr) alarm after pump was inserted into body. The trend on 5s optical parameter were match the known trend of the optical fiber damage during psnr event. Placement signal was not seen recover during whole case run. The cause of the optical signal issue was most likely a damaged optical fiber line, based on the data log review. However, the exact location of the damaged fiber line was unknown without a returned product investigation. The cause of the delivery issue was not determined since product was not returned and sufficient clinical details was not provided.